Event description:
It was reported that an occlusion alarm occurred. The customer changed the cartridge and prime the existing infusion set tubing to resolve the issue. The customer's blood glucose level ranged from 317-318 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.